Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device had cracked display window corner, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the piston on the insulin pump would not move during prime. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.